Event description:
It was reported that the insulin pump has a drive/motor anomaly. It was also stated that customer found an occlusion after restart. Blood glucose value is unknown. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed displacement test, rewind, and basic occlusion test. The insulin pump was received with stuck motor error alarm loop during bolus delivery. The insulin pump was unable to confirm alarm due to over written with alarms in alarm history screen. The insulin pump alarmed due to corrupted history file. The insulin pump was unable to complete functional test due to motor error alarm. The motor was tested outside the insulin pump and passed, minor scratches on lcd window and cracked reservoir tube lip.